Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported she had been having trouble with her implantable neurostimulator recharger (insr) the last couple of weeks where recharging just stops. She can't remember what she sees on the lower right corner of the screen. The patient started another recharge session and she was charging just fine. She said she lost 40 pounds and the implant is a little looser than before. An intermittent error code of 375 was noticed and the lcd screen was blank. On (B)(6) 2015 the patient called back seeing a 376 error code and also said that she can hear something loose inside the recharger when she shakes it. The patient alleges that if she shakes the recharger before using it, it works. She also said it takes a long time to recharge. When she charges, she places the antenna inside of her pants. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from the patient reported that they received a new battery charger. Now the patient could fully charge the battery without having to turn off and on to get it to work.